Manufacturer narrative:
Cont f2303-medication required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV, seroma.

Event description:
Patient reported right side "seroma, pain, hardening, breasts "sedated", and the stitches became inflamed." Signs of bilateral capsular contracture, small radial folds. Device remains implanted.